Manufacturer narrative:
The hill-rom technician found the external alarm to be inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2015. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the external alarm to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating that the alarm on the device was inaudible. The bed was located at the account in room 9t. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).